Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a pump stoppage event occurred on (B)(6) 2017. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted log file which confirmed pump stoppages on (B)(6) 2017. These issues only appeared to occur while the lvad was connected to the power module. Percutaneous lead x-rays were also submitted and found to be unremarkable. The patient was provided an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, however, a specific cause for the abnormal pump operation could not be conclusively determined. The log file captured low speed operations and pump stoppages on (B)(6) 2017, while the vad system was connected to the power module. Driveline damage was suspected; however, not confirmed. The patient remains on vad support using an ungrounded power module patient cable and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.